Manufacturer narrative:
Occupation: other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00018 / 00019).

Event description:
It was reported that an anterior lumbar plate procedure was performed on (B)(6) 2021, utilizing the accufit alif plate system. While placing a screw the tip of two alp 3.5 hex screwdriver shafts (alp-35hs) stripped along with the head of the screw. The stripped screw was removed and replaced utilizing other instrumentation readily available. There was no harm to the patient, but a two (2) minute delay because of the driver tip failure.

Event description:
It was reported that an anterior lumbar plate procedure was performed on (B)(6) 2021, utilizing the accufit alif plate system. While placing a screw the tip of two alp 3.5 hex screwdriver shafts (alp-35hs) stripped along with the head of the screw. The stripped screw was removed and replaced utilizing other instrumentation readily available. There was no harm to the patient, but a two (2) minute delay because of the driver tip failure.

Manufacturer narrative:
H3 device evaluation - h3 device evaluation - returned drivers were evaluated by distribution quality tech upon receipt, finding no visible damage to the driver tips and functional testing with a sample screw found them to both retain and freely turn the head of the tulip/screw. An engineering evaluation of the two returned drivers was performed using a 5.5mm x 35mm long screw and alp plate. Both drivers successfully retained the screw and were capable of securing the alp plate to a 15 pcf foam block. The screws were driven into the block sans a pilot hole to demonstrate worst case. Review of device history records found a total of three (3) pieces released for distribution 10/12/2017 & 5/12/2017 with no deviation or anomalies.. Complaint history review back to the date of manufacture found this to be the only report of this nature for the reported lot numbers. No corrective action is recommended at this time as the complaint cannot be confirmed. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00018-1 / 00019-1).